Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during for touch up for an endurant stent graft procedure. It was reported during the index procedure, after the stent graft was implanted the reliant balloon was used for touch-up. During touch-up of the proximal neck, the reliant ruptured and was retrieved. A new reliant was opened and the touch-up was completed.there was no complications to the patient. Per the physician the cause of the balloon rupture is undetermined.